Manufacturer narrative:
Analysis confirmed the reported event; the rf (radio frequency) head was not able to interrogate devices and failed uplink functional tests. The rf head cable was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.